Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported : need to change the prosthesis. Update 31 may 2016: additional information received regarding the incident. Revision of the corait stem following a fracture of the neck of the stem.

Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems. The reference s concerned by this recall were the following : 3l92498 to 3l93716 and l20006 to l20316. The batches concerned by this recall were : all batches less than 1391546. This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference / batch involved in the current complaint (3l92501 / 1287077) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.